Event description:
An alarm issue was reported with the adc device, with use with phone application (unknown iphone model, ios 15.7). The customer reported the low glucose alarm failed to sound, and the customer experienced shaking. The customer reported they were unable to self-treat, requiring treatment of glucose tablets by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device, with use with phone application (unknown iphone model, ios 15.7). The customer reported the low glucose alarm failed to sound, and the customer experienced shaking. The customer reported they were unable to self-treat, requiring treatment of glucose tablets by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 6 (indicating early termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Both high and low glucose alarms were successfully activated. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.